Event description:
The facility reported a flo-gard infusion pump with a broken cable; this condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a broken cable was confirmed during product evaluation. The cause of the reported condition was not determined. The device was returned to the customer with no repairs made.